Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs # 1225714-2014-00374, 1225714-2014-00923, 1225714-2014-00373, 2937457-2014-00735 and 2937457-2014-00736.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.